Event description:
The manufacturer received information alleging a ventilator intermittently powers off. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that allegedly would intermittently power off. The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The air inlet filter was found to be contaminated with dust and dirt. The contamination of the filter caused high temperature alarm conditions, resulting in the device shutting down. The device's air inlet filter was cleaned to address the issue.